Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #:(B)(6), ubd: 31-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead 977c165 was associated with high impedance and loss of stimulation during use. The lead demonstrated impedance values greater than 10,000 ohms when checked with the old battery, which also exhibited bad connectivity with the lead. When the lead was tested with a new battery, good connectivity was observed, but high impedance values persisted (5733, 23805, 22713, 15875, 22072, 27477, 23314, 23218 ohms). Troubleshooting included checking lead impedance with the new battery. Due to the continued high impedance, the lead was explanted and replaced with a new lead. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: product: 977c165, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis found that conductors 8, 10-15 were broken 11.8cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.